Event description:
The patient contacted animas on (B)(6) 2012, stating the up arrow keypad button had been intermittently unresponsive for one week. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the contrast and ok buttons responded appropriately. There was evidence of contamination found under all key contacts. None of the keys have normal tactile spring back or click. Unrelated to the complaint, evaluation revealed a scratched display screen and peeling paint on the pump, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.